Event description:
It was reported that at the time of implant, there was high defibrillation threshold: the induced arrhythmia could not be converted at the maximum output energy of the ICD, even after plugging the proximal coil and changing reversing polarities. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.